Event description:
Plaintiff reports initial bilateral implantation 11/19/84 with explant 5/6/93. Plaintiff alleges" damages" and refers to master complaint filed in in re; coordinated breast implant litigation, jccp 2754.